Event description:
Cerebral filter protection device advanced during tavr. After multiple deployments and recapture to position correctly, the device would only deploy proximal filter, and distal filter would not deploy. The defective filter was removed and replaced with a new filter, which worked properly.